Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 100-120mg/dl not fasting. Verified the strips expire 08/26/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test 155mg/dl and 157mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concern: 208mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 100-120mg/dl not fasting. Verified the strips expire 08/26/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 155mg/dl and 157mg/dl not fasting. Reviewed meter memory; (B)(6). Customers concern: 208mg/dl. No adverse event reported.